Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Nattero-chávez, lía. ¿closed-loop systems in type 1 diabetes and antitumor necrosis factor alpha therapy: are currently available algorithms prepared for sudden changes in insulin sensitivity?¿. Journal of diabetes, volume 16, issue 7, 2023, https://onlinelibrary.wiley.com/doi/10.1111/1753-0407.13515. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
In the study, " closed-loop systems in type 1 diabetes and antitumor necrosis factor alpha therapy: are currently available algorithms prepared for sudden changes in insulin sensitivity," the customer started using the minimed 780g in (B)(6) 2022. After 1 month of insulin delivery by closed-loop systems (cls), mean glycated hemoglobin (hba1c) decreased to 7.3%. Customer progressively developed severe hidradenitis suppurativa (hs). Having failed conventional management, dermatologist prescribed adalimumab. The risk of hypoglycemia showed an overlap of several automatic self-correcting insulin boluses, despite adequate suspension of the automatic basal rate and late postprandial hypoglycemia despite basal insulin delivery being discontinued. Suspecting an increase in insulin sensitivity due adalimumab, the configuration of cls was changed. However, no troubleshooting occurred. No products were returned for analysis as a result of the study's findings.